Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 420 mg/dl. Customer reported that they feel okay to troubleshoot. The customer was advised needs to treat for the high blood glucose in a different manner other than the pump. Customer stated that she doesn't know how to giver herself a manual injection with a needle. Customer stated that she will call her health care provider for further instruction and will back as needed.